Manufacturer narrative:
The device was returned for evaluation and the device received had a broken knob stud and inspection of female threads in the large starburst were found to be undersize. The device history record for item a2114 in this complaint was reviewed and no abnormalities related to the reported incident was found nor where there any variances, mrr¿s or reworks associated with this lot that can be associated to this complaint event. The reported complaint was confirmed. A deep dive determined that there were two causes that contributed to the failure: the pitch diameter and minor diameter of the female threads in radiolucent skull clamp (a2114 serial number (B)(4)) were found to be undersize and would not accept the go gages. Root cause is not known, however original device was manufactured and conformed to 1101 requirements in 2014 and the skull clamp is made from plastic. User applied torque to knob in excess of material strength of screw thread is the primary root cause of knob breakage. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied.

Event description:
An integra sales representative reported on behalf of the surgeon and neuro coordinator that on (B)(6) 2018, a (B)(6) male patient underwent an unspecified procedure using the xr2 equipment (a2114 mayfield infinity skull, swivel adapter, and a2079 base unit). The patient was intubated and the surgeon concluded pinning the patient and locking the xr2 equipment. The staff walked away to get the razor to shave the patient¿s head when the screw (s437a2400) from the swivel adapter that attaches into the skull clamp snapped in half and the patient¿s head fell back and down. None of the staff was in contact with the patient or devices at that time. The patient was not injured. Additional information has been requested.